Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously high mcv and low mchc values generated by coulter lh 780 hematology analyzer for three patient samples. The instrument generated h&h check failures. Sample 1 was repeated in the manual mode and produced similar high mcv results with h&h check failure obtained via automatic mode. Erroneous results were not reported out of the lab. Correct results were not provided for this investigation. However, field service engineer (fse) indicated that the samples were rerun on the backup lh500, appeared normal, and were reported out as the correct results. There was no death or injury and no reports of impact to patient treatment.

Manufacturer narrative:
During initial troubleshooting, the customer technical support (cts) instructed the customer to perform aperture zap and bleach procedures. In addition, the customer replaced the lh diluent, but the issue persisted. Field service engineer (fse) serviced the instrument by verifying the cal factors, rbc aperture current, bath mixing, bath ground plugs. The fse also checked the reagents and reviewed history log. The fse reseated the platelet processor, red/white processor, the r/w/p processor and its cable. The fse reran all controls and verified instrument operation. The issue did not reoccur after servicing. A definitive root cause for this event is unknown.